Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a heart wall perforation. This perforation was discovered as patient had chest pain with muscle stimulation as well, and it was confirmed with fluoroscopy. No additional adverse patient effects were reported.